Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased and the high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an 'overload fault' when using the foot pedal and they had to reboot the system. When an overload fault appears, the system will lock up. There is no report of death or serious injury associated with the complaint.